Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unfortunately, the actual unit involved in the reported incident was not returned to our b. Braun facility, nor the logs were made available. Due to this nothing could be determined without a physical sample therefore the issue reported could not be further investigated or confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400604918. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: paclitaxel (protein bound) infusion ran over 15 minutes instead of over 30 minutes per drug library default.